Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted to a patient with head trauma. Two days after implantation, the device suddenly became unmeasurable and was replaced with the same new product. There were no adverse consequences to the patient.

Manufacturer narrative:
Multiple attempts to retrieve the sample were initially unsuccessful. However, the device was later made available and evaluated. This report has been updated to reflect the corrected information. The device was returned and evaluated by the supplier. Their evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The returned device was found to have no visible damage to the sensor or connector. The internal catheter wires were broken. The catheter material was severely kinked 3.5 cm from the sensor case. The catheter material was severely mashed 10.5 cm from the sensor case. The catheter material was stretched. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the report and determined that the cause was related to mishandling of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was subsequently reported that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.